Event description:
It was reported that an alert was received due to this right ventricular (rv) lead exhibiting a high out-of-range shock impedance measurement, measuring 125 ohms. Technical services discussed programming options and to consider a synchronous maximum energy shock if impedances exceed 150 ohms. At this time, the lead remains in service. No adverse patient effects were reported.